Event description:
It was claimed that during unplugging the device power cord burning smell was noticed. There was a patient on the device when the issue occurred. No injury was sustained. During the visit, it was found the power cable to be damaged. No more circumstances of the event was provided by a customer. The device was repaired and started to operate correctly.

Manufacturer narrative:
Investigation is ongoing. Further information will be available in the next report. The device is distributed outside the us and no gudid information exists

Manufacturer narrative:
It was claimed that during unplugging the device power cord burning smell was noticed. There was a patient on the device when the issue occurred. No injury was sustained. During the visit, it was found that the power cable was damaged. No further details of the event were provided by a customer. The power cord was replaced and started to operate correctly. The review of post market surveillance data revealed that the power cable damage may have been a consequence of mechanical stress, such as being bent or snapped between moving parts of the bed frame. Smoke may be visible at that time, as claimed in the reported case. However, in the reported case the customer did not claim any circumstances of the damage. The burning smell was identify therefore the patient family decided to unplug the cord. According to the photographic evidence the power cord was defective and was replaced in arjo service center. The source of the power cord being damage was not confirmed. The auralis instruction for use (IFU) 04.ai.00en 08 dated 2024-08 states: ¿the power cable must be positioned in the cable management on the left side of the auralis mattress¿. This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. Apart from using the cable management system, the cable position should be checked to avoid collision with bed moving parts. The IFU warns "to prevent tripping, keep cables away from moving bed parts or other possible entrapment areas." It remains unknown if the cable management system was in use during the event. Arjo device failed to meet its specification when the power cord was damaged and a burning smell was identified. The device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The complaint was assessed as reportable in an abundance of caution due to a burning smell coming from the damaged power cord.